Event description:
It was reported that the programmer had a broken screen, broken carrying handle, broken modem box cover and broken diskette. It was further reported that a software version did not permit updates, that the programmer remained hung up with the screen white or that it would shut off by itself when turned on. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the screen was white, floppy drive would not work and fan was not working, as a result the mother board was replaced. It was also noted that the case was broken at the handle, the overlay to the screen was cracked, the programmer shut off when attempting to load software, the power supply was out of electrical specification, the media bay door latch tab was missing, the power cord bay door was broken and the stylus was missing. Product ID: r2067l radiofrequency head. (B)(4).